Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a patient alert for high right ventricular (rv) lead impedance. Oversensing was also observed on the lead. During the revision, it was noted the lead was well located and stable. The implantable cardioverter defibrillator (ICD) headwas manipulated and oversensing was observed. It was noted the setscrew was attempted to place in the header but could not be fixed. The rv lead remains in use. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).